Event description:
I've had 4 dexcom 7 devices fail over the course of one day. The one I was wearing failed yesterday with a sensor error, wait up to 3 hours. It eventually failed and said to call help desk. I did not call since it was after hours. I got a refill this morning from my pharmacy. I could not press the button on two of them. The third was extremely difficult to press but my husband finally got it deployed but it too, failed, telling me to remove the sensor. Reference reports: mw5145041, mw5145042, mw5145044.